Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient reported feeling discomfort. No additional adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported and this device has not been returned.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient reported feeling discomfort. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient reported feeling discomfort. Additional information was received indicating that this device was explanted and replaced. Additional information provided in safety mode the patient also experienced twitching in the chest. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.